Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
(B)(4). Customer called experiencing error code 260.4130 and 260.4090. Informed the customer the cause is the motor control board, but could also be the logic board. Recommended customer send in for repair. Provided part numbers of boards while com provided pricing. Customer will work with their leadership to determine if they should send in for repair.